Event description:
Ous MDR - after an implantation period of 9 months low shock impedance measurements were reported via home monitoring. This was reproduced during a clinical follow-up. The lead was explanted and returned for analysis. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead was found cut approx. 10.5 cm distal to the df4 connector pin. A proximal and a distal lead fragment were received for analysis. The inspection of the returned fragments revealed a rubbed through insulation approx. 27 cm distal to the is-1 connector pin. In that area the coating of the cable to the rv shock coil was found damaged. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical stress in the implanted state. Interaction between the lead body and the generator housing should be taken into consideration. Further damages occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.